Manufacturer narrative:
Section d4 expiration date and section h4 device manufacture date are unknown due to unknown lot. The customer provided attachment data that was reviewed and confirmed the customer's observation, with no further issue identified. No customer returns were provided for evaluation. Ticket searches for the likely cause lot could not be performed since likely cause lot is unknown. The tracking and trending report review determined that there are no related adverse or non-statistical trends. A review of labeling concluded that the issue is sufficiently addressed. No non-conformances, deviations and potential non-conformances associated with the affected list number have been identified related to the complaint issue. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 8p26, that has a similar us product distributed in the us, list 6l27. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated (B)(6) alinity I havab-igg ((B)(6)) on a patient that tested (B)(6) with other methods. No specific patient information was provided. No impact to patient management was reported.